Manufacturer narrative:
In response to FDA report number: mw5092849. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: developed chronic uti. Bacterial vaginosis, and strep throat that was unresolved for approx. 8-13 months. Reoccurring roughly every 3 months, thereafter. Noticed symmastia was coming back. Along with chronic migraines, extreme fatigue, joint/muscle pain, memory loss, anxiety and depression. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side "two? Three months later developed chronic uti. Bacterial vaginosis, and strep throat that was unresolved for approx. 8-13 months. Reoccurring roughly every 3 months, thereafter. Noticed symmastia was coming back. Along with chronic migraines, extreme fatigue, joint/muscle pain, memory loss, anxiety and depression" device has been explanted.